Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to missing screws on the electrode connector. The screws were replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "plug in cable" message. Complainant indicated that there was no patient involvement in the reported malfunction.